Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used lf1537 ligasure device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening. Visual inspection found the device was not closed or jammed when received. However, an alternative issue was identified where the device would not latch shut because of broken latch tines within the handle. Investigation of this issue could not reliably determine when or how the tines were damaged. Conditions during use such as rough use or multiple uses can contribute to this type of damage. The manufacturing process has also been updated since the release of this lot to further mitigate this issue. Review of the device history records for this lot found no potentially contributing factors.

Event description:
The customer reported that during a hysterectomy, the jaws and handle of the device would not open smoothly. The jaws would partially open. Examination of the received device on (B)(6) 2016 found the jaw safety mechanism is broken and the knife can be deployed when the jaws are open.